Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited no high voltage output for non-sustained ventricular tachycardia episodes. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.